Manufacturer narrative:
Reporter is synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a proximal femoral nail anti-rotation (pfna) blade could not be locked during insertion on an unknown procedure. It was unknown if there was a surgical delay and adverse event to the patient. Concomitant devices reported: unknown pfna nail (part # unknown, lot # unknown, quantity# 1). This report is for one (1) pfna blade. This is report 1 of 1 for complaint (B)(4).

Event description:
It was noted the patient had a proximal femur fracture. There was a five (5) minute surgical delay, but the procedure was completed successfully using another blade. The patient outcome was reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5. H3, h4, h6: part 04.027.034s, lot 2l17247: manufacturing site: bettlach. Release to warehouse date: november 07, 2018. Expiry date: november 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use, such as scratches on the sleeve. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 and did not show any abnormalities. The returned pfna blade was examined and the complaint condition was able to be confirmed. The review of the device history record revealed that this implant was manufactured in november 2018. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. The root cause was identified during the evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: corrected data: e1, e4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.